Manufacturer narrative:
Per tandem's user guide, "do not remove or add insulin from a filled cartridge". No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (>600mg/ml). The customer was treated with manual injection.